Event description:
During prep of the ivc filter, the filter and delivery catheter would not fit into the sheath. The filter was removed and replaced with a new one without incident or harm to the patient. Manufacturer response for catheter, option elite ivc filter (per site reporter) per report, manufacturer notified.